Event description:
It was reported that after successful stent deployment ivus was used. Upon removal the intravascular ultra sound (ivus) catheter, it became stuck with the deployed stent. It was pulled on, but could not be removed. An intra-aortic balloon pump (iabp) was used and the pt was transferred to for emergency surgery. The physician stated he did not think that there was a visio quality issue, because when ivus was performed it was noted that the stent was expanded properly. No other info was available.